Manufacturer narrative:
This is an initial report. The product(s) have been requested back for an investigation. A follow-up report will be submitted once additional information is available. It should be noted that this meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory.

Event description:
A customer reported receiving erratic readings on her freestyle lite blood glucose meter. On (B)(6) 2011 at 9:30am, the customer experienced symptoms of headache, nausea and weakness. The customer reported receiving readings of "lo" and 132 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer reported self-treatment with orange juice and metformin, 750 mg twice daily. The customer also reported a higher than feels reading of 485 mg/dl at 9:30pm on the same date, accompanied by symptoms of headache nausea and weakness. There was no report of death, serious injury or mistreatment associated with this event.